Event description:
It was reported that on (B)(6) 2011 patient presents with ¿altered mental status¿ and MRI of cervical spine and brain performed. On (B)(6) 2011 ¿patient presents with numbness/tingling of the lateral thighs and low back pain that radiates to the hips and then to the lateral thighs. This patient also has weakness in the legs in which [patient] needs to walk with the assistance of a cane. ¿ ncs/emg performed and shows ¿evidence of possible lumbar radiculopathy, non localizable, the only acute deviation findings seen are paraspinals and that is also mild. L3-4 has chronic deviation changes.¿ on (B)(6) 2012 the patient presents in the emergency room with back pain. Two views on the lumbar spine show coarse vascular calcifications. Moderate lumbar spine degenerative change without any compression deformities. Multiple air-filled dilated loops likely representing an ileus. On (B)(6) 2012 the patient presents with increasing back pain ¿that radiates down the posterior aspect of the right leg to the level of the foot. The patient also has some pain that radiates down the lateral aspects of both thighs to about the level of the knee. Patient's right leg is much more symptomatic than the left.¿ per the report, ¿patient has pain that radiates to the shoulders, arms, and hands bilaterally with occasional numbness and tingling." The patient has problems with gait stability secondary to back pain. The patient states that the right leg will give out. Impression from the images includes: low back pain, lumbar ddd, herniated nucleus pulposus, radiculitis, spondylosis, sacroiliac joint inflammation on right. Injections were prescribed. On (B)(6) 2012 the patient presents with ¿significant discomfort¿, retrolisthesis and back pain. Discectomy and fusion was recommended. Diagnoses: lumbar ddd; spondylosis; low back pain; spondylolisthesis. On (B)(6) 2012 the patient underwent l5-s1 laminectomy, facetectomy and decompression of cauda equine, left. Laminotomy, partial facetectomy and diskectomy at l4-5. L5-s1 transforaminal lumbar interbody fusion with peek cage, autograft, and bmp. L5-s1 nonsegmental instrumentation with screws and rods. Lateral arthrodesis l5-s1 with autograft, mastergraft and bmp. Peek cage x1. Radiographs of lumbar spine show ¿normal intraoperative radiograph following fixation and fusion at l5-s1.¿ on (B)(6) 2012 patient is seen at a post-op follow up appt to have staples removed. Patient ¿is quite happy with the surgery¿. Two views of the lumbar spine show ¿postsurgical changes from laminectomy and posterior fusion at l5-s1. No evidence of hardware failure or loosening. Anatomic alignment.¿ on (B)(6) 2012 two views of the lumbar spine are taken and patient ¿is improving¿ but ¿still has some back pain¿ and ¿some pain down anterior aspects of both legs¿. Per the report, the impression from the imaging shows ¿postsurgical changes from posterior fusion at l5-s 1. No apparent significant change from (B)(6) 2012.¿ on (B)(6) 2012 patient returns for follow up exam and x-rays of the lumbar spine. The patient presents with ¿pain in his legs, particularly the upper thighs in the lateral aspect of the thighs¿; tingling and numbness after standing for long periods. Physical therapy has worsened condition. Physician states in the report that there is concern that the fusion may not have taken because the patient is a chronic smoker. Interpretation of x-rays was reported as ¿mild to moderate lumbar spine degenerative change. Postsurgical changes at l5-s1 are noted.¿ on (B)(6) 2012 patient returns for follow up exam and CT myelogram shows pseudoarthrosis at l5-s1. Per the report ¿there is a little bit of narrowing of the neural foramina very likely he dialed to fuse because he has either small fragments narrowing the foramen or perhaps scar tissue¿for sure, there is no evidence of bone trabeculation across the joint.¿ revision surgery was recommended to revise the fusion, remove previous hardware and use a larger cage, and address the l4-l5 level through same approach. Diagnosis: lumbar ddd; spondylosis; radiculitis; herniated disc; pseudoarthrosis. The patient reportedly developed "soft tissue in left paracentral location l5-s1" and pseudoarthrosis" as a result of bmp use.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.